Event description:
During a follow up call a peritoneal dialysis (pd) nurse reported that a patient was diagnosed with recurring acute peritonitis and was admitted to the hospital on (B)(6) 2015. The catheter was removed on (B)(6) 2015 and the patient has been transitioned to hemodialysis, which was the preferred treatment option of the patient. The pdrn stated that the peritonitis was touch contamination due to a noncompliant patient. Clinic does not have additional medical records for the patient hospital stay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation and medical records.